Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion test, occlusion test and excessive no delivery or test for battery out limit alarm and weak battery alarm due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had a scratched display window, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported being in the emergency room with high blood glucose of 240mg/dl. The cause of his admission was dehydration and keytones. The alarm history was reviewed and found battery out of limit, weak battery and no delivery alarms. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.